Event description:
It was reported during an unk procedure that the clips fell out of the magazine. Took new instrument. No further info is available. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.